Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette leaked near the welds between the cassette bag and where the pump tubing is connected. Patient was using flolan. No reported adverse effects.

Manufacturer narrative:
One sample was returned for analysis in used condition with its original packaging opened. Visual inspection of the sample found no discrepancies. Functional testing included use testing. A syringe was used to infuse water into the ay bag, on the sample returned. Leakage was found on the corner top of ay bag. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.